Event description:
It was reported intermittent occlusion alarms occurred leading to the customer experiencing elevated blood glucose levels, intermittently displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with manual dose injections. Reportedly, the customer checked the tubing ensuring there were no kinks or other issues and successfully resumed insulin. However due to ongoing occlusions, tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.